Event description:
It was reported that this pacemaker displayed an alert. Technical services was contacted; however, no device data was submitted so the type and cause of the alert were not known. It was requested that the field representative obtain device data for evaluation. At this time, the device remains in service. The field representative later confirmed the physician will monitor the device more closely, and the patient was enrolled in the remote monitoring system. No adverse patient effects were reported. The device was explanted and replaced approximately six weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker displayed an alert. Technical services was contacted; however, no device data was submitted so the type and cause of the alert were not known. It was requested that the field representative obtain device data for evaluation. At this time, the device remains in service. The field representative later confirmed the physician will monitor the device more closely, and the patient was enrolled in the remote monitoring system. No adverse patient effects were reported. The device was explanted and replaced approximately six weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker displayed an alert. Technical services was contacted; however, no device data was submitted so the type and cause of the alert were not known. It was requested that the field representative obtain device data for evaluation. At this time, the device remains in service. The field representative later confirmed the physician will monitor the device more closely, and the patient was enrolled in the remote monitoring system. No adverse patient effects were reported.